Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motion sensor test failure alarm, motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 242 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to confirm the motor error or motor position encoder error alarms due to the motion position encoder error alarm. Unable to perform any tests due to the motion sensor alarm. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.